Event description:
It was reported that the patient has a burning sensation when they perform their monthly 40-minute charging session. The patient has decided to charge 20 minutes every 2-3 weeks to prevent the burning sensation. The patient recently lost 8 kg and the neurostimulator is now superficial, especially because they have a very slight body habitus. The lead entry site above the natal cleft is now protruding but has not eroded through the skin nor has it reddened. However, if the patient knocks it, it is very uncomfortable. The cs states that the patient is doing well and has good symptom control. With more frequent charging and for less time, there was no other plan to address the situation. The physician does not believe the device or procedure has caused or contributed to the patient complication. The field representative sent in an update stating the patient ended up having a revision surgery to "bury" the tined lead and further "bury" the ipg deeper into the pocket. The patient is now home and doing well with no concerns.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient has a burning sensation when they perform their monthly 40-minute charging session. The patient has decided to charge 20 minutes every 2-3 weeks to prevent the burning sensation. The patient recently lost 8 kg and the neurostimulator is now superficial, especially because they have a very slight body habitus. The lead entry site above the natal cleft is now protruding but has not eroded through the skin nor has it reddened. However, if the patient knocks it, it is very uncomfortable. The cs states that the patient is doing well and has good symptom control. With more frequent charging and for less time, there was no other plan to address the situation. The physician does not believe the device or procedure has caused or contributed to the patient complication. The field representative sent in an update stating the patient ended up having a revision surgery to "bury" the tined lead and further "bury" the ipg deeper into the pocket. The patient is now home and doing well with no concerns.